Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their doctor informed them that their front lower tooth was loose. They also reported broken tooth and at check in marked true to chipped, loose and not fitting.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.